Event description:
Account stated that the head hilow was drifting on this bed.

Manufacturer narrative:
Hill-rom sent the head hilow valve and the trend valve for trouble shooting. Successful resolution for this issue could not be verified with the account. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.